Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Implanting the device after the expiration date and the patient having contraindicating conditions have been ruled out. Potential causes of infection include: the patient touching or picking at the wound, not irrigating the incision site with an antibiotic solution before closure, not using antibiotics pre-operatively, not prepping the surface of the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, and off-label use. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
On february 18, 2026, the commercial team member was informed that an explant procedure was performed on (B)(6) 2026 due to a potential infection at the incision site. Cultures were obtained. However, an infection was not confirmed. A new neurostimulator was implanted on (B)(6) 2026, and the patient is doing well.